Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). The gladius guide wire was returned for evaluation. The coil wire of the returned gladius was fractured under the torn polymer jacket and the fractured core wire approximately 22 mm in length was exposed. The fracture end of the exposed core wire was observed under the scanning electron microscope. It revealed that the fracture end was twisted and helical cracks were shown on the shaft of the core wire. For observation purpose, the polymer jacket was removed to expose the coil wire. The exposed coil wire was found fractured at the distal-mid solder designed to be located at 27 mm from the tip. The fracture end of the coil wire was relatively flat, inferring that torsion generated as the coil structure got straightened might have contributed to coil wire fracture. Measurement of the returned gladius suggested that approximately 4 mm of the core wire, approximately 27 mm of the coil wire with the polymer jacket, and 23 mm of the inner coil wire were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that torsion was repeatedly applied on the gladius guide wire when the tip was being trapped in the cto. When the accumulated torsion exceeded the product's design limit, it made the core wire to be twisted and eventually wrenched off. The coil wire, inner coil wire, and polymer jacket were assumed to be separated due to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) via femoral approach was performed to treat a severely calcified, severely tortuous chronic total occlusion (cto) in the right anterior tibial artery. Multiple guide wires were used but all failed to cross the cto and even a penetration catheter could follow the guide wires. Distal puncture was then performed and the asahi gladius guide wire was advanced with a non-asahi microcatheter in attempts to cross when the wire tip became trapped in the cto. Failed attempts were made to release the stuck gladius guide wire by using a microcatheter and balloon catheter. The physician forcefully removed the stuck wire when the tip of the gladius separated and remained in the cto. As the separated tip was immobile in the cto, the physician decided to leave it in situ and terminated the ppi. There were no patient sequelae after the procedure.